Event description:
It was reported that during a shoulder arthroscopy the bio-anchor broke prior to insertion into the bone. It was also reported that the broken portion was retrieved without pt injury or surgical delay.